Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic") in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Reporter's information and lot number was updated. Events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, fatigue. Lab data was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic') in a 27-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive, lo ogestrel and nor-qd. Concurrent conditions included ovarian cyst, asthma and depression. Concomitant products included citalopram, estradiol, ethinylestradiol;levonorgestrel (ovral-lo), ibuprofen and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), menopause ("menopause / seems like I was going through menopause"), hot flush ("hot flashes") and mood altered ("moodiness/ mood changes seems like going through menopause"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), hyperhidrosis ("sweats") and vaginal cuff dehiscence ("vaginal cuff for bleeding post hysterectomy"). The patient was treated with surgery ((B)(6) 2011- total hysterectomy (uterus and cervix removed), (B)(6) 2011 and (B)(6) 2017:salpingo-oopherectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal pain, menopause, hyperhidrosis, migraine, headache, vaginal cuff dehiscence, vaginal discharge, hot flush and mood altered outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hot flush, hyperhidrosis, menopause, menorrhagia, migraine, mood altered, pelvic pain, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2007: results: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : outcome of the event abnormal bleeding updated to recovered/resolved. Historical drugs, concomitant drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic") in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6)2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced hot flush ("hot flashes") and mood altered ("moodiness/ mood changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), menopause ("menopause"), hyperhidrosis ("sweats"), migraine ("migraines"), headache ("headaches") and vaginal cuff dehiscence ("vaginal cuff for bleeding post hysterectomy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (B)(6)2011- total hysterectomy (uterus and cervix removed), (B)(6)2011-unilateral salpingo-oophorectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved, the hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal pain, menopause, hyperhidrosis, migraine, headache, vaginal cuff dehiscence, vaginal discharge, hot flush and mood altered outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hot flush, hyperhidrosis, menopause, menorrhagia, migraine, mood altered, pelvic pain, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events menopause, sweats, mood changes, migraines, headaches, vaginal cuff for bleeding post hysterectomy, vaginal discharge, back pain, abdominal pain and hot flashes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic") in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.